Event description:
During the treatment of a cerebral aneurysm, the location was not disclosed, the guidewire perforated the aneurysm. Five coils were placed in the aneurysm. There was no other info provided.

Manufacturer narrative:
Device manufacture date: unk. For aneurysm rupture.